Event description:
The customer called for assistance on using her contour meter. She performed control tests and received a result of 37 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.